Event description:
Device 1 of 4. Reference MFR report #s 1627487-2012-00620, 00621, 00622. The pt is implanted with two scs systems it was reported the pt is experiencing heat at the ipg pocket during recharge. The pt added padding between the charging system paddle and ipg and this seems to have resolved the issue. Since it is unk if pocket heating is occurring with both systems, the pt's two ipgs and charging systems are being reported. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.